Event description:
It was reported that on (B)(6) 2025, the patient underwent unknown surgery with screwdriver. The surgeon fitted the screwdriver shaft into the hospital-owned jacobs chuck for power tool (from zimmer biomet), the screwdriver shaft got stuck and couldn¿t be removed.. It is impossible to identify the cause was a jacobs chuck screwdriver shaft or fitting procedure. The surgery was completed successfully with no delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. Corrected: g1. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the distal end was worn out by repeated usage. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Furthermore, a complete functional evaluation can not be performed without mating device. However, due to the damage observed at the tip an assembling issue can be confirmed with mating tip device. A dimensional inspection was performed to the coupling end of the shaft and met specifications. Consequently an issue with coupling end assembly was not identified. Properly handling and attention to the approved use and devices diminishes the risk of failure. Surgical technique se_806334 rev. Ab was reviewed and the following relevant statement was found at page 23: use the sd8 stardrive¿ screwdriver shaft attached to the 1.2 nm torque limiter to insert the b 2.7 mm variable angle locking screw. For manual insertion, use the handle for torque limiters. The overall complaint was confirmed as the observed condition of the scrdriver shaft t8 self-holding would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 314.467-15. Lot number: 3945p90. Manufacturing site: (B)(6). Release to warehouse date: 12-apr-2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. The CAPA jbl-CAPA-000388 was opened to investigate citric passivation being used instead of nitric passivation. This CAPA is affecting passivation only and is not related to the retention pin screwdriver short breaking during removal, but to the usage of citric passivation being used instead of nitric passivation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.